Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user is not getting readings from their g7 sensor. The user toggled between the g6 & g7 sensors, restarted the pump, and re-entered the pairing code. This occurred during a hypoglycemic episode reaching a low of 56 mg/dl blood glucose (bg). The user dropped low because of a dinner announcement when they did not have readings from the sensor. This was corrected with fast-acting carbs and the help of his wife out of kindness. There was no further outside intervention required.